Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Investigation summary: the device was received and evaluated. Upon visual inspection, it was found that the anchor is detached from the inserter tip. Biological matter can be observed over the anchor, the suture and shaft. The slide cover on the handle was retracted, the suture is in good condition. The needles are in good condition, no structural anomalies can be observed. As no defect was found, a potential cause cannot be associated to manufacturing, therefore a manufacturing record evaluation is not required.  As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. According with the visual inspection result, this complaint cannot be confirmed. The customer reported needles that would not load, however the needles were found in good condition. No further information was provided by the customer, therefore we can not discern a root cause why the customer experienced the reported issue. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance. Device history lot : as no defect was found, a potential cause cannot be associated to manufacturing, therefore a manufacturing record evaluation is not required.

Event description:
It was reported by the customer that during an unknown surgery on (B)(6) 2022, it was observed that the micro quickanchor plus preloaded with 4/0 ethibond suture and c-1 needles would not load when they attempted to use it. During in-house engineering evaluation, biological matter could be observed over the anchor, the suture and shaft. Another device was used to complete the procedure. No patient consequences or surgical delay reported.